Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers mother reported via phone call that they experienced hyperglycemia of value 402 mg/dl. The customer was treated for high blood glucose and declined to troubleshoot for high blood glucose. Customer also stated they receive cannot find sensor signal alert when connected to the transmitter. Customer states the transmitter led did not blink on and off when it was disconnected from the charger. The device will not be returned for analysis.